Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger . (B)(4).

Event description:
It was reported that there was a loss of stimulation and loss of therapeutic effect. As a result, the device was explanted. It did not work and the patient wanted it removed. It was also overdischarged because the patient did not charge it. There was no troubleshooting or actions taken to resolve the overdischarge before their decision to explant because the patient refused. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.